Event description:
Boston scientific received additional information in (B)(6) 2018 through a social media posting by the patient. The posting stated the patient¿s pacemaker was explanted due to the recent product advisory regarding the intermittent oversensing of the minute ventilation (mv) sensor signal. Prior to the device explant, the patient informed his nurse that he had been syncopal for the past three years. He also informed boston scientific of having prolonged svt, identified through his remote home monitor and myocardial perfusion, identified from a recent heart evaluation. Boston scientific field representatives had only been contacted previously to help optimize the mv signal sensor, as the patient had complained of not getting enough rate response. There was no prior knowledge of the patient being syncopal or experiencing any other type of adverse event from previous evaluations where boston scientific field representatives were present. The pacemaker has not been returned to boston scientific. Boston scientific technical services reviewed data from the device from (B)(6) 2018. The lead impedance measurements in the device are stable. There were no stored episodes that would represent mv oversensing.

Manufacturer narrative:
The sensor data was reviewed by a boston scientific technical services (ts) consultant and it appeared that the patient was breathing outside of the filter range for the indicated heart rate. It was recommended the patient focused on slow, deep breathing and to adjust exercising to allow their heart rate to rise with the respiration rate. No anomalies with the sensor were noted, additionally the device had no resets or abnormal faults recorded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced shortness of breath (sob) after exercising at the max sensor rate. It was reported there was a sudden drop in the lower rate limit (lrl) due to the patient's fast breathing. The patient was in chronic atrial flutter (af) and was also pacemaker dependent.

Manufacturer narrative:
Additional extensive device optimization was performed during a variety of exercise testing. The device responded appropriately to all testing and remains programmed to these updated settings.

Event description:
Additional information was received from the patient reporting that as a result of not being able to optimize the sensors, they experienced issues with sleep and an impact to their daily activities. In addition, the patient reported having arrhythmias associated with an irregular rhythm that were not present prior to receiving this device. The arrhythmias resulted in the patient feeling anxious and lethargic.